Event description:
It was reported that a request for episode review was sent to technical services (ts) when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Ts review of the provided data confirmed that the episode in april showed a fast atrial rhythm with a ventricle that was initially fast and not stable. An inappropriate shock was delivered and the electrogram and ventricular channel showed high variability that could either be related to the patients medical condition and shock delivery itself or to a ventricular event being triggered by the shock. Programming optimization was discussed. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a request for episode review was sent to technical services (ts) when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Ts review of the provided data confirmed that the episode in april showed a fast atrial rhythm with a ventricle that was initially fast and not stable. An inappropriate shock was delivered and the electrogram and ventricular channel showed high variability that could either be related to the patients medical condition and shock delivery itself or to a ventricular event being triggered by the shock. Programming optimization was discussed. No adverse patient effects were reported. The device remains implanted. To date, no programming changes were made.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that a request for episode review was sent to technical services (ts) when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Ts review of the provided data confirmed that the episode in april showed a fast atrial rhythm with a ventricle that was initially fast and not stable. An inappropriate shock was delivered and the electrogram and ventricular channel showed high variability that could either be related to the patients medical condition and shock delivery itself or to a ventricular event being triggered by the shock. Programming optimization was discussed. No adverse patient effects were reported. The device remains implanted. To date, no programming changes were made, although the physician elected to change the patient's medication.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that a request for episode review was sent to technical services (ts) when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Ts review of the provided data confirmed that the episode in april showed a fast atrial rhythm with a ventricle that was initially fast and not stable. An inappropriate shock was delivered and the electrogram and ventricular channel showed high variability that could either be related to the patients medical condition and shock delivery itself or to a ventricular event being triggered by the shock. Programming optimization was discussed. No adverse patient effects were reported. The device remains implanted. To date, no programming changes were made, although the physician elected to change the patient's medication.